Event description:
In a review of published literature, the following findings were noted. Kreusch as, samuels s, benenati jf, schernthaner m, uthoff h. Direct percutaneous sac injection for treatment of a thoracic type ii endoleak. Journal of vascular and interventional radiology 2013;24(7):1071-1073. This article mentions a (B)(6) male pt who presented with a upper descending thoracic aortic dissection (type b, debakey type iii) which had ruptured into the mediastinum. The pt underwent emergent percutaneous endograft repair. Despite deployment of four excluder endografts, a small type 1a endoleak persisted and could not be treated by using a standard femoral approach as a result of a highly tortuous thoracic aorta. By using a transapical access as a "bailout" approach, the type I endoleak was excluded successfully with deployment of a palmaz 5010 stent. Follow up CT at 6 months revealed contrast medium within the aneurysm sac, likely indicating a type ii endoleak superior and posterior to the aortic arch.

Manufacturer narrative:
Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.